Manufacturer narrative:
A review of the pcu event logs confirmed the over infusion of morphine. The log indicates that the user selected the custom concentration (_mg/_ml) and not the available 100 mg/100 ml option from the morphine drug menu in guardrails and proceeded to enter a concentration of 3 mg/100 ml (0.03 mg/ml). The user received a guardrail warning, acknowledged the warning and proceeded with programming. Initially the rate was programmed at 3 ml/hr and the infusion was started, however, after approx. 24 seconds, the user reprogrammed the infusion, changing the dose to 3 mg/hr. With a dose entry of 3 mg/hr and a concentration of 0.03 mg/ml, the calculated flow rate was 100 ml/hr. The user had received multiple guardrail warnings during programming, acknowledged the warnings and proceeded with programming. A little less than an hour later, the device alarmed for air in line after delivering 93.6 mls. The reported over infusion of morphine was confirmed. The cause of the event was determined to be user programming. Pharmacy consultant discussed with customer the use of custom concentration and incorporating hard guardrail limits around the use of this option and additional staff education. Pt info requested all available info is included. This report was filed by the MFR.

Event description:
Customer reported over infusion of morphine on a terminally ill, hospice pt. Customer stated the pt's death was imminent and expected. The morphine infusion was ordered as a comfort measure. Stated the over infusion of morphine may or may not have impacted the pt outcome. The intended dose was morphine 3 mg/hr, concentration 100 mg/100 ml. The infusion was started at 1445 the same day. At 1540, a family member alerted the nurse the pump was alarming. When the nurse checked the pump, it was noted the morphine bag was almost empty. The physician was notified and the pt's vitals signs were monitored. As the evening progressed, the pt's vital signs deteriorated and then improved. Narcan was administered before 9 pm (exact time unk), because the pt's vital signs trend (deterioration followed by improvement) did not follow the predicted progression of pending death. The pt died at 2:40 am the next day, 5-6 hours after the administration of narcan and 11 hours after the over infusion of morphine.